Event description:
Boston scientific crm received information that this device declared elective replacement indicator (eri) due to longer than normal charge times during middle of life.

Manufacturer narrative:
As of today, the device remains in service. There were no adverse patient effects reported.